Event description:
It was reported that 22 days post water vapor therapy procedure, the patient began experiencing hematuria. The patient had a catheter implanted and hospitalized due to the hematuria. 41 days post the initial water vapor therapy procedure the patient was confirmed to be experiencing epididymitis. For the treatment of the epididymitis a catheter was placed.

Manufacturer narrative:
Updated: additional MFR narrative: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Hematuria and inflammation are known and documented symptoms associated with this type of procedure. Based on the information available, a conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that 22 days post water vapor therapy procedure, the patient began experiencing hematuria. The patient had a catheter implanted and hospitalized due to the hematuria. 41 days post the initial water vapor therapy procedure the patient was confirmed to be experiencing epididymitis. For the treatment of the epididymitis a catheter was placed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Hematuria is a known symptom associated with this type of procedure, and it is listed in the device directions for use. Based on the information available, a conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that 22 days post water vapor therapy procedure, the patient began experiencing hematuria. The patient had a catheter implanted and hospitalized due to the hematuria. 41 days post the initial water vapor therapy procedure the patient was confirmed to be experiencing epididymitis. There was no information reported of treatment administered for this symptom.